Manufacturer narrative:
An event of bradycardia requiring a pacemaker implantation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4). It was reported that on 24 march 2023, a 31mm tailor annuloplasty ring was implanted in a patient. On 30 march 2023, electocardiogram showed bradycardia at 35bpm with multiples sinus pauses requiring a pacemaker implantation. The patient had second-degree atrioventricular block as previous conduction disturbances. The patient is stable.